Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with the insulin pump. The customer reported that it was like they were not getting any insulin after a shower. The customer's blood glucose level during the incident was 450 mg/dl. The customer reported that they also had a high blood glucose level of 590 mg/dl. The customer's current blood glucose level was 449 mg/dl. The customer treated the high blood glucose by attempting to bolus and an insulin pen. Troubleshooting was performed for the insulin pump. Insulin was able to exit during the manual prime/fill tubing test. The insulin pump passed the no delivery test. There were no bent cannulas. The customer was advised that the insulin pump was functioning as it should. The customer was advised to monitor their blood glucose and call back if issues persist.